Event description:
A facility's representative reported an infusion pump with a failure code 79 found during biomedical testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.